Event description:
The caller reported that the insulin pump had a burn mark on the bottom of her device. The customer mentioned that the insulin pump was giving her more insulin than was supposed to all through her pregnancy. The caller stated that she had low blood glucose a year ago and lasted all pregnancy. The customer stated that the doctor called to document. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The unit was communicating properly with onetouch ultralink blood glucose meter. The device had stained end cap sticker, cracked reservoir tube window, cracked display window corner, scratched lcd window and broken belt clip at battery tube threads area. The device was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted.